Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotic. Fourteen days after onset, the patient was recovered and antibiotic treatment was discontinued. Action taken with dianeal therapies was not reported. The reporter declined to provide further follow up. No additional information is available.